Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the pullwire that runs through the plastic outer sheath detached from the pull handle with an audible snap. Once the wire was broken, control of the looped end was lost and blue pullwire used to pull the peg through the patient was released. The broken snare was removed from the gastroscope and a new snare was used to retrieve the blue pull guidewire successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The customer reported lot number 15618889 matches two different top assembly lot numbers 15739809 and 15739811 for this upn (B)(4). This customer has received both lot numbers; therefore, it cannot be determined which lot number was used. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of snare break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the pullwire that runs through the plastic outer sheath detached from the pull handle with an audible snap. Once the wire was broken, control of the looped end was lost and blue pullwire used to pull the peg through the patient was released. The broken snare was removed from the gastroscope and a new snare was used to retrieve the blue pull guidewire successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Medical center (B)(6) submitted medwatch report #: (B)(4) in (B)(6) 2012.